Manufacturer narrative:
A ge representative evaluated the system and replaced the orbital potentiometer. System operates as intended.

Event description:
The customer reported that the c-arm would only move in one direction when using the joystick to control the motorized movement. No patient injury was reported.